Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose of 533 mg/dl vomiting and nausea associated with a leaking cartridge. It was reported that the patient discontinued the insulin pump and was hospitalized with diabetic ketoacidosis and treated with insulin via injection and IV fluids by their healthcare provider. During troubleshooting with customer technical support (cts), it was reported that the cartridge was observed to be leaking. Cts determined that the patient was using the cartridges per their instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a leaking cartridge.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A retain sample from the same lot number was tested and evaluated by product analysis on 01/28/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observe. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. (B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the cartridge was returned with a crack in the cartridge barrel. The cartridge was tested and a leak was found from the plunger.